Event description:
Per nurse, secondary antibiotic backed up into primary bag and patient did not initially get the antibiotic. I personally went to biomed to look at the set up and the set up is appropriate.